Event description:
After gaining percutaneous access the physician placed a lunderquist wire in the patients right iliac through pigtail catheter to the patients ascending aorta. The physician then dilated the artery with serial dilators. The relay pro 34x154 was advanced into the descending aorta below the target region. Position 1 was confirmed on the delivery system and the physician started rotating the handle away from him. As the handle advanced proximal the stent did not move out of the primary sheath. The physician then pressed the black button and pushed the grey handle forward and the stent still did not move. He had the grey handle about 3 cm from the white arrow when it was determined that the best course of action was to remove the device completely from the patient and place a 34x100 relay plus device (28-m334100342390u, lot # 2104070286). That device was advanced and deployed without consequence. Patient outcome - "treated successfully."

Event description:
After gaining percutaneous access the physician placed a lunderquist wire in the patients right iliac through pigtail catheter to the patients ascending aorta. The physician then dilated the artery with serial dilators. The relay pro 34x154 was advanced into the descending aorta below the target region. Position 1 was confirmed on the delivery system and the physician started rotating the handle away from him. As the handle advanced proximal the stent did not move out of the primary sheath. The physician then pressed the black button and pushed the grey handle forward and the stent still did not move. He had the grey handle about 3 cm from the white arrow when it was determined that the best course of action was to remove the device completely from the patient and place a 34x100 relay plus device (28-m334100342390u, lot # 2104070286). That device was advanced and deployed without consequence. Patient outcome - "treated successfully."